Event description:
It was reported that the patient contacted support while changing a cgm sensor paired with the ilet and, during cgm warm-up with no sensor readings available, obtained a fingerstick blood glucose of 52 mg/dl and treated with approximately 15 g of fast-acting carbohydrates (orange juice), after which repeat fingerstick readings trended upward to 84 mg/dl; the medical device problem was characterized as insufficient information and the device component could not be specified. Symptoms included hypoglycemia and dizziness. Outcomes included medication intervention in the form of oral glucose, with no serious injury or illness reported. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained indeterminate due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.